Manufacturer narrative:
Retainer ring=black. Customer complained on sept 09,2021 the insulin pump would not rewind and alarmed insulin pump error 63, insulin pump error 23, insulin pump error 49 and insulin pump error 68. Complained the pump would communicate with the bg meter or transmitter. Device passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin pump error 63, insulin pump error 23, insulin pump error 49, insulin pump error 68 or rewind anomaly noted during test. Device successfully downloaded to thump. The insulin pump was connected to a test transmitter/sensor and a test meter, accu-check guide link. No communication anomalies noted. The formatted history file confirmed the insulin pump alarmed insulin pump error 23 on sept 09,2021 23:47:50.000, pump error 49 on sept 09,2021 23:41:22.000, pump error 68 on sept 09,2021 23:41:22.000 and insulin pump error 63 alarm (line number 546, file number (B)(4)) on sept 09,2021 23:41:20.000 due to moisture damage to the electrical board 1 as per global logic analysis (B)(4). No moisture damage noted to motor assembly per visual inspection. The following were noted during visual inspection: corroded electronic assemblies, scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. No insulin pump error 63, insulin pump error 23,insulin pump error 49, insulin pump error 68 or rewind anomaly noted during test and the insulin pump connected to a test transmitter/sensor and a test meter, accu-check guide link. No communication anomalies noted. The formatted history file confirmed the insulin pump alarmed insulin pump error 23, insulin pump error 49,insulin pump error 68 and insulin pump error 63 alarm due to moisture damage to the electrical board1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Customer did not receive request to rewind the insulin pump. Customer was able to clear the alarms. Insulin pump passed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.